Manufacturer narrative:
B3- dat of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-01854. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Patient also addressed a fall. Surgical intervention took place where both the leads were explanted and replaced thereby restoring therapy.